Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant following a head trauma. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.